Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60g cartridge (ex, ec60, long60a, pse60a, etc)? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What other color cartridges were used before and after this event? It was on the 4th firing and he used green cartridges before and after the misfire.

Event description:
It was reported that during a gastric sleeve procedure, the cartridge misfired on the fourth firing on the specimen side. The two most inner staple lines did not deploy. Outer most staple line deployed. Continued to use the same stapler and finished the case using green cartridges from same lot. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: conclusion: based on the photographic evidence of the subject ecr60g cartridge, the event description can be confirmed, however, the photograph does not provide evidence relative to what may have caused the issue. Hands on analysis of the cartridge may provide the additional evidence needed to determine the cause of the complication. The hands-on analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.